Event description:
On (B)(6) 2011 during the follow up check 1 week after revision procedure on (B)(6) 2011, it revealed that the lv threshold had been increased to 6v from 1.1v. Therefore the polar was changed to tip-coil from ring-tip and the lv threshold was 3.5v. The chest x-ray showed that the lead (medtronic's lead) was dislodging. A follow up check will be performed on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).